Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The leak was observed when checking the device before it had been put on the shelf prior to patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d5: operator of device, h4, h6 (update codes), h11. B5: the device contained fluorouracil 3150 mg in 115 ml sodium chloride 0.9%. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs showed fluid inside a yellow bag that contained the device which suggests a leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.